Manufacturer narrative:
Voluntary medwatch MDR report #: mw5158973

Event description:
Voluntary medwatch form received notes that a patient experienced syncope. Device interrogation revealed noise on the right ventricular (rv) lead. The physician elected to explant the rv lead. No additional adverse patient effects were reported.